Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for investigation and one prong was broken off. Visual inspection showed that the prong broke off due to mechanical overloading. Damage likely occurred during use, eventually resulting in breakage during sterilization. No manufacturing fault was found.

Event description:
It was reported that the screwdriver tip was broken. The tip broke during sterile processing, not during a procedure.